Event description:
Customer reported via phone, the insulin pump had alarmed motor error. Customer's blood glucose was 113 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use sensor feature and is able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded home switch. The device had minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.